Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. The impedances were greater than 2000 ohms. Additional information confirmed the lead was fractured which was confirmed via fluoroscopy and x-ray. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.